Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in an unspecified timing, the endoscopic image of the subject device could not be displayed. The user facility replaced an unspecified system connected to the subject device with another system, but the reported issue was not resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.